Event description:
Caller reported a malfunction on the pump after a minor wetting incident. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support planned to replace the malfunctioning pump and provided instructions for managing the replacement process, including advising the caller to return the faulty pump and confirming details for receiving the new pump with updated software.